Manufacturer narrative:
Updated fields- b5, b6, b7, b4, d1, d10, e1, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked the unit, reconnected all display related connections. Cleaned video receiver board connector. Fault rectified, tested the unit found working ok. Based on the evaluation results provided by the field service engineer, the issue was resolved by ¿reconnecting all display related connections and cleaning video receiver board connector.¿ however, since no part was replaced or returned for evaluation, the root cause could not be determined. The most probable root cause is component reliability.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had display flickering issue. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) college. A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had display flickering issue. No patient harm or injury reported.